Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation: a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis: this described failure is being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module. As an interim solution, integra can replace components of the mlx lighting units to restore functionality. Root cause analysis: a quality plan was opened by integra-tullamore to address the root cause and corrective actions for the issue of power supply failure.

Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) had blown a fuse. A new fuse was installed. User plugged the unit in and it popped. It was reported that the user did not realize the power button was on when it was plugged it in. The user checked fuses again, and they were 'great'. The unit was plugged back in and it powered on; however, no light was emitted from the unit. It is unknown under what circumstance this event occurred; however, no patient injury or surgical delay was reported.